Event description:
It was reported that during a laparoscopic appendectomy procedure, during the first firing with a grey load (6r45m), the stapler fired as it was supposed to fire but when the surgeon attempted to open the device, it would not open. The release button on the back did click but jaws did not open. The closing trigger did move forward but did not separate from the firing trigger. The surgeon somehow removed the stapler from the tissue. There were no patient consequences. They opened an ec45a to complete the case without further incident.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device cut from the tissue? Surgeon stated that she "pulled" it off the tissue. On what tissue type was the device used? Mesoappendix. At what location on the tissue? First firing of the case on mesoappendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. What other color cartridges were used before and after this event? None. This was the first and last firing of the stapler. Gray load was used. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon could not get the device to open, but she did not comment on "forces" being higher or lower than expected. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. The triggers did not originally return to the pre-fired positions without force. Was there any difficulty removing the device from the tissue? Surgeon stated that she "pulled" the device off the tissue as they could not get the jaws opened. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.